Event description:
During a routine device change out due to normal elective replacement indicator (eri), the physician reported that he felt the headers on the biventricular pacemakers are too large. The device was explanted and replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407652 lead implanted 2005 (B)(6); 407458 lead implanted 2005 (B)(6). (B)(4).